Event description:
Pt reported that a comparison between their ss meter and a hcp meter (brand unknown) was 147 mg/dl (ss) and 120 mg/dl (hcp), respectively (23% difference). No symptoms were reported. Control solution test result (120) was in range (91-141). On follow-up, the pt confirmed the above results stated that both tests were done at the lab using the same finger stick. Lfs rep reviewed proper way to do a meter to hcp comparison. Educational literature was sent to pt. There was no allegation of harm.